Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced difficulty breathing and a drop in blood pressure (that would not rise to pre-procedure levels) during the trail procedure. These issues began after the lead was placed in the epidural space. The pt was given ephedrine and increased fluids and was reported to be 'doing well' post-operatively. Dur to this incident, the trail procedure was abandoned. Per the physician, these issues were pt related. It was reported the pt had an illness and experienced possible dehydration a week prior to the procedure.